Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 449 mg/dl and 223 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with bolus from the insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The insulin pump was on auto mode at the time of the incident. The customer did not finish the troubleshooting as they were at work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
To inform that brand name and common device name was incorrect with the initial report. The correct information has been provided with this report.